Event description:
It was reported that during the implant attempt the physician felt the lumen of the replacement lead was being compressed due to a combination of patient anatomy, limited space in the vessel, and a possible product issue. Additionally, it was noted that repeated attempts to put a stylet down the lead were unsuccessful. The lead was not used and a new lead was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. The defib conductor was distorted and the helix was distorted/bent. There was blood in/on the helix mechanism sleeve head and on the helix mechanism itself. The lead was damaged at implant.